Event description:
It was reported by service report that the head end brakes were not holding due to a broken cam bracket. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: cam bracket assembly.